Event description:
It was reported that the pump touch screen was cracked and unreadable. Reportedly, the pump fell off washing machine and shattered. There was no adverse impact to the customer¿s blood glucose level. Reportedly, customer continued to use the pump for insulin delivery.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.